Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hypoglycemia with continuous sensor and glucometer readings at the low threshold after announcing a larger-than-usual meal for dinner while glucose was already low and despite treating with soda and multiple glucose tablets. Symptoms included feeling at the early stages of a seizure without loss of consciousness. Outcomes included no ems involvement, no medical intervention, and no hospitalization. Investigation included review of device-reported insulin modulation behavior and synchronization of usage logs. Investigation of this case revealed that the ilet¿s insulin delivery reduces or suspends when low glucose is detected, and the event was consistent with inaccurate meal announcement timing and size during active hypoglycemia rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user-related factors and carbohydrate treatment dynamics were the probable cause.